Manufacturer narrative:
Device passed active current measurement and displacement test. Device failed sleep current measurement due to unexpected battery power loss and pump error 25 confirmed in device history. Problem isolated to electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replaced battery alarm. The customer¿s blood glucose level was 9.2 mmol/l at the time of the incident. Customer did not receive a low battery alert prior to the replaced battery alarm. Customer stated this was the second occurrence of replaced battery alarm without a low battery warning. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.